Event description:
Caller reported a malfunction occurred on pump, indicated by malfunction code 3, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer planned to use multiple daily injections as backup therapy. Technical support replaced the pump and advised the customer on necessary steps for using the replacement device, including upgrading their software, and handling procedures for returning the malfunctioning unit. The customer confirmed understanding of all instructions provided.